Manufacturer narrative:
(B) (4): eval results death; ruptured aneurysm prior to stent graft placement. Conclusion: ruptured aneurysm prior to stent graft placement.

Event description:
An aneurx stent graft device was implanted into a patient for the emergent treatment of a 7.3 cm ruptured abdominal aortic aneurysm. The aortic neck had mild anterior angulation. The iliac vessels were 14 to 15 mm in diameter, mildly calcified, and non-tortuous. The aneurx stent graft system was successfully implanted; the aneurysm was excluded without any endoleaks, and the final outcome was very good. It was reported that when closing up the patient, the patient coded, and expired, no resuscitation was attempted. The patient could not receive blood because of religious reasons. There were no reported device related issues.